Event description:
Ruptured left breast implant - silicone removed 4/16/98. Removed bilateral implants. Right implant reads "dow corning 220cc reg #187g " unable to read left implant. Right implant not leaking. Both implanted 1984. Left implanted torn in several areas. Per the event problem codes it appears the pt had pain.